Event description:
Pregnancy 4 years after adiana implant and novasure ablation. Rupture of amniotic membrane at 20 weeks gestation. Birth at 30 weeks. Placenta increta resulting in emergency hysterectomy with massive blood loss.